Event description:
It was reported by the customer that the pyxis medstation es system station had communication problem regarding the transfer of new orders and patients to the pyxis system. A customer indicated that there was a delay in the dispensing of medication to patients due to reported malfunction. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it determined that station orders not crossing over. A technical support specialist assessed the station and confirmed that the customer has resolved the issue, which is no longer present. The system functioned as intended after technical support specialist troubleshooted the device.